Manufacturer narrative:
The pad device was installed on (B)(6) 2012 with an auto self test performed and failed due to a battery voltage reading of 0v. The device records the same voltage reading on (B)(6) 2012. The returned device was tested and the device gave a low battery, device service required warning before powering off. The problem with the device was attributed to the damge of the q3 component. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involvement in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.